Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. Visual examination of the provided photographs confirmed the presence of corrosion on the taper of the stem and on the mating taper surface of the metal femoral head. A worldwide complaint database search found no other related reported incidents against the provided product code/lot number combination since release for distribution. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Device history lot : the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). Where the lot code was provided, a manufacturing records evaluation (mre) was not performed.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2010, the primary surgery was performed via tha with the stem, liner and head. The patient was diagnosed with armd due to mom and underwent revision surgery on (B)(6) 2021. When the fascia was incised via the posterior approach, a pseudotumor was identified and removed. No remarkable pseudotumor or tissue degeneration was observed within the joint capsule. When the dislocated head was removed, the junction of the head neck turned black, suggesting the occurrence of metallosis. The inside of the removed head also changed to black. Metal liner was removed, and s-rom stem was also removed. After removal of the stem, bone was formed in the distal flute, and it was excavated with a reamer for medullary cavity. This excavation process took about 20 minutes and affected the operation time. Temporary reduction was performed by stem, head, and liner trials. As there were no problems such as dislocation, the implants were replaced, and the incision was closed. The surgery was completed successfully with 20 minutes delay. No further information is available.